Event description:
Event description cpi received information that this lead was explanted. During a replacement of an implantable cardioverter defibrillator (ICD) this lead was replaced due to 'malfunction'.

Manufacturer narrative:
Event conclusion cpi's analysis found: the lead was severed with cuts and puncture holes in the insulation, also damaged at the distal end of the yoke. The distal high voltage "dbs" cable was fractured at the distal end of the yoke crimp tube. The yoke crimp tube was pulled in the direction of the tip and was located in the trilumen insulation when the fractured occurred. Arcing damage is evident on the distal end of the yoke crimp tube. The trilumen insulation tear and conductor discontinuity was likely due to repeated flexing coupled with a compressive force at the yoke crimp tube interface after the crimp tube was displaced to the distal end of the molded yoke.